Event description:
Suspected first use reaction. Pt developed back pain, and possible chest pain during treatment. Facility alleges symptoms are attributed to first use reaction. Symptoms disappeared after dialyzer was washed (rinsed) with saline. No medical intervention for specific symptoms. No pt injury reported.